Event description:
It was reported that the pump alarms downstream occlusion error when there is no occlusion. Per reporter, the issue occurs intermittently. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown; no information provided. E1: facility name (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. During testing it was verified that the unit did intermittently stop. Visual inspection found the unit¿s battery compartment separators had damage to it. Review of the event log showed: "info alarm: downstream occlusion cleared" and "high alarm displayed: downstream occlusion, run mode delivery resumed" 22 times. Replaced the printed wire assembly (pwa) board and the downstream occlusion (dso) sensor. Device passed following repair with no issues.